Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured left breast implant." Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Clarification to h6.: (investigation findings, investigation conclusions): device photos were received. And are under investigation.

Event description:
Healthcare professional reported "ruptured left breast implant." The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d6b, h6.